Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) issued an alert in the patient's remote monitoring system for atrial arrhythmia burden of at least 0.5 hours in a 24 hour period. However, a review of the atrial tachycardia response (atr) episode showed noise on the non-boston scientific right atrial (ra) lead. The noise was consistent with the respiratory response trend feature. A review of ra lead measurements found the pacing impedance values exhibited large fluctuations, with some measurements of greater than 3,000 ohms observed. Technical services discussed programming off the respitatory sensor to prevent oversensing of the sensor signal artifacts. No adverse patient effects were reported.